Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed the manual prime and high pressure test per des 8654, section 13.2.3.2.2 and dqtp 6117. A new lab infusion set was used along with a 5 xx insulin pump. The reservoir passed per specification and there was no occluded anomaly observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and reservoir occlusion. Customer's blood glucose level was 50 mg/dl. Customer treated their low blood glucose with a sandwich and some pudding. Customer advised the occluded reservoir gave resistance during an attempt to test the connection before inserting the reservoir into the insulin pump. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.